Manufacturer narrative:
Result of investigation: exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. It is visible in a provided picture that the machines has triggered a blue screen. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. Investigation will be continued under (B)(4). As the failure rate is within the expected range as per our risk files, decided to close this complaint. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us display was blank. Yellow light on top on. There was no patient involvement reported from this event.